Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain. It was further reported the right atrial (ra) lead and right ventricular (rv) lead exhibited possible oversensing. Both leads remain in use. No further patient complications have been reported as a result of this event.